Manufacturer narrative:
Event problem codes - device code, corrected data: initial report inadvertently indicated incorrect device code. Evaluation codes - results & conclusions, corrected data: initial report inadvertently indicated incorrect results and conclusions coding due to incorrect device code.

Event description:
A review of the manufacturer's programming history database identified that high lead impedance was observed for a vns system. The circumstances of the high impedance have not been confirmed to date. The device history records were reviewed for the generator and indicated that the device met all specifications for release prior to distribution. No additional relevant information has been received to date.